Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and confirmed the reported issue. The fse replaced the breath delivery unit (bdu) printed circuit board (pcb) and graphic user interface (gui) pcb. The device then passed all testing.

Event description:
It was reported that a ventilator experienced a communications issue. There was no report of patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.